Manufacturer narrative:
Reportedly a valve-in-valve intervention was performed due valve dysfunction. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 19mm epic valve that may be related to biological valve dysfunction that led to a tav in sav procedure with an unknown sized evolute r device. No paravalvular leak was cited after surgery, but the mean post-operative pressure difference was cited as 20mmhg or more. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ten cases of transcatheter aortic valve implantation for biological valve dysfunction(tav in sav) in our hospital." 10th japan therapies 2019, abstract. Title: ten cases of transcatheter aortic valve implantation for biological valve dysfunction(tav in sav) in our hospital. Model#: esp100-19. Patient gender, age and date of product implantation are unknown. This paper contained information that a tav in sav procedure was performed because a biological valve dysfunction occurred in a patient implanted with an epic biological valve. Evolute r was used for tav in sav. There was no paravalvular leak after surgery, but it was reported that the mean post-operative pressure difference was 20 mmhg or more.